Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the customer was using lyumjev for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer declined further troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.